Manufacturer narrative:
The insulin pump was unable to prime during prime test due to faulty force sensor resistor. The device also had a cracked display window corner, cracked lcd window, scratched lcd window, broken belt clip slot at battery tube threads area and cracked reservoir tube lip.

Event description:
The customer reported via phone call that the insulin pump would not exit the preparing to prime screen. Blood glucose value is unknown. The customer was advised to hold down the act button until receiving a second series of beeps and/or numbers appear on the display. She stated that she did not receive the beeps nor did numbers appear on the screen. Customer was advised to discontinue the use of the device and revert to a backup plan. The device was replaced and returned for analysis.